Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's mother and customer reported via phone call that she was experiencing high blood glucose levels. Her blood glucose level was over 600 mg/dl. The customer had a headache, was tired, her stomach ached, had ketones, and was nausea. The high pressure test passed. The customer changed the infusion set daily but her blood glucose was still high. The customer treated her high blood glucose level with the insulin pump and a manual injection. She experienced high blood glucose levels for 4 days. The customer was using her back up plan. The device was not returned.